Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on keypad traces. The pump was unable to verify motor error alarm and perform displacement, basic occlusion, occlusion, prime, and no delivery test due to no button response. The motor passed motor test. The pump had scratched display window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 525 mg/dl. The customer stated that she had a motor error and could not rewind. The customer stated that there was a black circle and when she pressed the act button, nothing happened. The customer stated that there is no response from any button. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.